Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be depleting faster than expected. The patient had been seen a month ago and the longevity remaining was about 9 years remaining. At the most recent follow-up, however, the longevity remaining decreased to about one and a half years. Additionally, the non-boston scientific left ventricular (lv) lead was programmed at max outputs of 7.5v @ 2.0ms so they programmed the outputs to 0.2v @ 0.2ms as it was not capturing at max outputs. Technical services noted that with the lv outputs now programmed down, the device should recover some capacity. It was noted that the lv lead has been turned off since 2020 and the plan is to have it repositioned. Also, there is low out-of-range lv pacing impedances. Additionally. The non-boston scientific right atrial (ra) lead is exhibiting atrial fibrillation (af) undersensing, oversensing, and at times there is inappropriate ra pacing. It was noted that the ra amplitude was out-of-range. Technical services discussed programming options. At this time, the system remains in service. No adverse patient effects were reported.